Manufacturer narrative:
The event date is approximate. The device serial number and manufacturing number were not provided. The consumer contact information, mailing address, phone number were not provided. The complaint was received from a consumer in the netherlands. Manufacture date not provided or identifiable. Product not returned to manufacturer.

Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Event description:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable.

Manufacturer narrative:
Philips oral health care determined that metal shaft separation is not likely to cause or contribute to death or serious injury if it were to reoccur. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2022-00130 submitted on 09/13/2022 can be removed.